Event description:
It was reported that the catheter was placed into a male patient's left subclavian vein by the physician within the past month in the theatre. The dialysis unit discovered the venous port at the blue connection was leaking blood when connected to the dialysis machine. As a result, a hub replacement kit was ordered and the catheter will be repaired as soon as they receive it. There was no patient death and no patient complications were reported. Additional information received on (B)(6) 2012 states the repair was made to the catheter.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.